Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Microscopic and tactile inspection at the distal shaft found no irregularities or defects. Microscopic examination revealed a partial separation at the collar or proximal location. Microscopic and tactile examination of polytetrafluoroethylene (ptfe) found no irregularities or defects. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02jun2016. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 145 guidezilla was selected for use. During the first use of the device, no issue was noted and the 3.5/2.4 synergy was then used but was unable to cross the lesion. Pre-dilatation was performed using a 2.5/15 non bsc balloon catheter and the synergy was advanced to the lesion but it came into contact with the entrance of the guide port of the guidezilla and was unable to insert. When the device was checked outside the patient, the connection part of the hypotube was found bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation at the collar/proximal location.